Manufacturer narrative:
The reported event indicates an issue with the performance of a battery. The device was exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The battery passed visual and functional examination; the reported event could not be duplicated at the bench level. However, a review of the controller log files confirm the reported event as a critical battery alarm was logged. Analysis of the controller log files revealed a communication anomaly between the battery and controller; this indicates a communication issue between the controller and the connected battery as the most likely root cause of the reported event. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately one year post hvad implantation, the site reported that there was an issue with the performance of the patient's battery. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the log files indicated a loss of power to the controller a week prior to the reported event date.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Product is in route.